Event description:
It was reported that the patient experienced lack of efficacy from the spinal cord stimulator (scs). The patient underwent a procedure where two of the leads were disconnected and abandoned. The patient experienced some unusual twitching in recovery and was later admitted as they suspected transient ischemic attack (tia), however, was later cleared of that. The physician is unsure what was the cause of his medical episode. The patient has been discharged from the hospital. It is unknown which two of the four implanted leads were disconnected and abandoned.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: brand name: linear 3-4 upn: m365sc2352700 model: sc-2352-70 serial: (B)(6) batch: 7073809 brand name: linear 3-4 upn: m365sc2352700 model: sc-2352-70 serial: (B)(6) batch: 7073849 brand name: linear 3-4 upn: m365sc2352700 model: sc-2352-70 serial: (B)(6) batch: 7074076.